Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 32 mg/dl and loss of consciousness resulting in hospitalization. Customer was not aware of the treatment received as the customer was unconscious at the time. The customer was discharged the same day with no permanent damage. Suspected cause of low bg was not known; however, customer suspected the pump. Review of the pump data by tandem technical support verified that there was no malfunction and pump was functioning as intended.